Manufacturer narrative:
Updated data: b4,e1(name),g2,g3,g6,h2,h10,h11. Corrected data: b5, h6(clinical &impact).

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit pressure trace could not be seen. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code: (B)(6), event site telephone: (B)(6)). A getinge field service engineer (fse) evaluated the iabp and was no faults detected. However, the fse was able to verify the reported issue in the iabp¿s diagnostic error log. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit pressure trace could not be seen.